Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a coil embolization procedure in the internal carotid artery (ica), middle cerebral artery (mca), and anterior cerebral artery (aca) using a benchmark bmx96 access system (bmx96), neuron select catheter 6f (6f select), and a non-penumbra microcatheter. After successful completion of the procedure, while advancing the bmx96 containing the 6f select into the origin of the left vertebral artery to perform an angiogram of the posterior anatomy, the distal end of the 6f select broke off in the subclavian artery and was stuck. The procedure ended at this point. The patient was then taken to surgery to remove the remaining broken distal end of the 6f select. There was no report of an adverse effect to the patient.

Event description:
The patient underwent a coil embolization procedure in the internal carotid artery (ica), middle cerebral artery (mca), and anterior cerebral artery (aca) using a benchmark bmx96 access system (bmx96), neuron select catheter 6f (6f select), and a non-penumbra microcatheter. After successful completion of the procedure, the bmx96 containing the 6f select was advanced into the left vertebral artery to perform an angiogram. The 6f select fractured in the subclavian artery and became was stuck. A snare device was used to remove the 6f select; however, the catheter continued to fracture into smaller fragments. The patient was then taken to surgery to remove the remaining fragments of the 6f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: mw5115938. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #02 MFR report: 3005168196-2023-00127. 1. Section b. Box 1. Adverse event and/or product problem. 2. Section b. Box 2. Outcomes attributed to adverse event. 3. Section g. Box 4. Date received by manufacturer. 4. Section h. Box 1. Type of reportable event. 5. Section h. Box 6. Conclusions code 1 & conclusions code 2. The following sections are being updated based on additional information included in the user facility report submitted to the FDA: 1. Section b. Box 5. Describe event or problem. 2. Section e. Box 4. Initial reporter also sent report to FDA. 3. Section g. Box 3. Report source h3 other text : placeholder.